Event description:
During a laparoscopic bilateral hernia repair procedure, the spacemaker balloon trocar malfunctioned and the mesh that was trying to be implanted became stuck in the lumen of the trocar. Both trocar and mesh were carefully removed and inspected by writer of report, the cst and the surgeon. All agreed that the two items were intact and no foreign body was left inside the patient's abdomen.